Manufacturer narrative:
The returned device was evaluated. During evaluation the device was unable to power on using battery but did power on when in a docking station. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit continuously and unsuccessfully attempts to establish a connection with the docking station. Internal inspection showed the pogo pins on the system circuit board were stiff causing the unit to not charge the battery and have communication issues with the docking station when docked. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event. Corrected data.

Event description:
The customer reported the unit turns off intermittently. No patient impact or consequences were reported.